Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump was not displaying any pump information". There was no reported impact to customer's blood glucose. Reportedly, issue had resolved prior to troubleshooting with tandem technical support and declined further troubleshooting.